Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer array placement to the skin ulcer cannot be ruled out. Contributing factors for skin ulcer in this patient include prior radiation, chemotherapy, and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm).

Event description:
A 76-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2019. Novocure was informed on may 23, 2024, that the patient experienced a skin reaction described as painful blisters on the scalp. Optune gio was temporarily discontinued. On (B)(6) 2024, the patient noted he resumed optune gio therapy and was changing the arrays daily. The prescribing physician informed novocure on july 17, 2024, that the patient developed a significant ulceration/moist desquamation over his left frontal craniotomy scar. The physician was concerned about possible wound breakdown and subsequent need for reconstructive surgery. Optune gio therapy was temporarily discontinued. The prescribing physician was contacted for further details without reply.